Event description:
It was reported that the device failed the user test and had error codes in memory that indicate a possible failure of the device to defibrillate or to deliver an improper amount of energy. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The therapy board assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the root cause of the reported failure was a cracked resistor, designator r97.